Event description:
It was reported that during a laparoscopic lung procedure, it was observed that the device was difficult to fire when severing lung tissue. And then they could not open the jaw. They used manual override lever to return the knife and removed from the patient. Another device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent: 6/17/2026 d4: batch #unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: 1. Was the firing sequences started? Yes if yes, was the firing sequence completed? No 2. Did the device deliver any staples? Yes 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unknown 4. Were there staples missing from the staple line? -no 6. Did the device cut? Yes 7. If yes, was the cut line complete? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot e26010032, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.